Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure in drawer 6. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated adverse event problem (refer to coding manual). Section h11 - updated. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer cleaned the drawer and tried to reboot and recover it, but the drawer still failed, indicating that new row boards were needed. The system functioned as intended after the field service engineer investigated the device.